Event description:
It was initially reported that there was a coupling issue with the patient¿s implantable neurostimulator (ins) and an overdischarged condition was suspected. A power-on-reset (por) message was also observed on the ins. Additional information received on (B)(4) 2010 reported that this was the second occurrence of an overdischarged condition on the patient¿s ins. It was noted that the device had been in overdischarge for a year and would not take a charge. It was reported that the ins was to be replaced. Follow up information received on (B)(4) 2011 from the healthcare professional (hcp) reported that the patient complained of only partial relief. The patient was to make an appointment to have the ins checked. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).